Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test. The reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. In conclusion the reservoir did not leak.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that they had a high blood glucose value of over 600 mg/dl. The customer checked the reservoir and it was leaking in the insulin pump. The insulin pump passed self-test. The reservoir is expected to be returned for analysis while insulin pump will not return.